Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by a clinical diabetes specialist that the customer may have over delivered a bolus with the quick bolus button. There was no reported impact to the customer's blood glucose level. A follow up on 05/23/2016 with the customer indicated that they were not connected to the pump a the time of the alleged bolus issue (due to healthcare provider discretion). The customer thinks there was a "sticky substance" that got on the button, leading to the button being stuck down. It was noted that a 20 unit quick bolus was delivered and it was confirmed in the history. Reportedly, the customer could not confirm any other details; however, the customer stated that the "sticky substance" had been removed. It was noted that the customer seemed to think the sticky substance was the reason for the bolus delivery and that there were further issues reported since.